Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure, the first and second fiber failed ¿cap loose¿ and rotating. The procedure was completed by the alternative procedure (turp). No patient injury was reported. This report is for the second fiber.